Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to be implanted. The lead was not used. The patient remained stable throughout.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.